Event description:
Caller reported (B)(6) customer had an accu-chek mobile result of 530 mg/dl at 9:20 pm, was given 15 units of novorapid insulin. A 10:30 pm result was 157 mg/dl, 10:35 pm result was 56 mg/dl, the customer's symptoms were described as, "unconsciousness, unresponsive, seizure". The customer was given a "glukagon" injection. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.